Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not reveal any anomalies. The lead was returned with helix partially extended and clogged with blood/tissue. After cleaning the helix could be fully extended and retracted. The measured full helix extension length was within specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, there was low sensing, high threshold, and a loss of capture when the right atrial (ra) lead was tested after positioning. The lead was repositioned several times with no resolution and the ra lead dislodged from its position. The ra lead was explanted and replaced to resolve the event and the patient was stable.